Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2026, the patient¿s cgm alerted him to a value of 200 mg/dl. No patient symptoms were reported. The patient went to the emergency room for evaluation. At the ER, the patient¿s bg meter reading was 500 mg/dl. No cgm comparison value was reported at this time. The reporter refused to provide any further event details, including treatment details or length of stay in the ER. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.